Event description:
Report received from (B)(6) stating that the device "will not run". It is known that the device was not being used during surgery. It is unk if there was any pt or user injury or medical intervention related to the event. The date of event occurrence is unk. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).